Event description:
It was reported that there was high threshold and occasional pacing failure was also observed. The device was reprogrammed and a lead revision was scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID 5554-45, non defib lead, implanted: (B)(6) 2012. (B)(4).